Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
From the document review of the lot involved ((B)(4) - items produced) no anomalies were found. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.